Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate capture upon checking with an x-ray a dislodgement was noted and helix extension issue was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and unacceptable threshold. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.